Manufacturer narrative:
H3, h6: the device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this complaint from the united states reports a custom made nail jig failed during a procedure because a positioning pin fell out. A smith + nephew backup device was available and used. No broken parts entered the patience body. No information about surgical delays was provided. Smith and nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that during a nail jig procedure the device failed due to the positioning pin falling out. No pieces remained inside of the patient. An s+n backup device was available and used. No information about a surgical delay or injury was provided.